Event description:
"Dealer stated that the chair threw the person out of the chair. Dealer took the motor out and cleaned and filed down the brushes on the right side. " no injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtqspbase, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1134791 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that power chair allegedly threw the consumer out of the chair. The dealer stated that he cleaned the right side motor and filed down the brushes. The power chair allegedly no longer had the jarring motion that was felt prior. It is unknown if the consumer was wearing his strap belt at the time of the incident. No injury alleged.